Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomedical engineer reported that the mrx device was connected and pacing a patient. Suddenly it stopped pacing and the users could not bring the pacing function back. Device was changed and treatment continued. The patient died, but the biomedical engineer stated that the users do not believe the device was at fault.

Manufacturer narrative:
The hospital biomed reported that the mrx device was connected to and pacing a patient. Suddenly it stopped pacing and the users could not bring the pacing function back. They changed the device and they continued the treatment. A philips field service engineer (fse) evaluated the device and the symptom could not be duplicated, no malfunction was identified. The customer was unable to produce the original ECG leads or adhesive chest pads used during the event for testing. No event strips were provided. The patient died, but the biomed stated that the users don't believe that it was due to the loss of the pacing function. The device passed all performance assurance tests and remains at the customer site. Philips was unable to verify the reported symptom, therefore no conclusion can be drawn.